Manufacturer narrative:
Investigation: DHR review for batch 4149874 (p/n 309657). Manufacturing dates: 06/05/2014 ¿ 06/06/2016. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4149874 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were returned for evaluation to bd (B)(4). Per customer¿s email, the reported defect was likely caused by the end user hitting ¿the syringe against the corner of a table to get the air bubble to the top of the syringe to expel it.¿ no further investigation is required at this time. Bd (B)(4) was not able to duplicate or confirm the customer's indicated failure.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported that during use, the 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked medication due to a cracked barrel. There was no report of injury or medical interventions